Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would intermittently power on by itself, without opening the lid. Additionally, it would turn off by itself, when the lid was open. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device would intermittently power on by itself, without opening the lid. Additionally, it would turn off by itself, when the lid was open. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device at the product assessment center (pac) and the likely cause of the reported issue was determined to be due to the lid switch, sw5. The device was destructively tested. The customer has been provided with a replacement device.